Manufacturer narrative:
(B)(4). Batch # p91r0p. The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 4 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: how did the el5ml device not load properly? Upon squeezing handle, clips did not dispense, per surgeon, on multiple attempts. Did it partially load clips? Yes. Did it sideways feed clips? Yes.

Event description:
It was reported that during a robot sleeve gastrectomy procedure, surgeon had some oozing. He went to apply clips and x 2 didn't load properly upon squeezing the handle. Also, several clips did not close fully at proximal end. He used the clips to the best of their ability. No other device was opened. There were no adverse consequences for the patient.